Event description:
The patient was transferred from the ER in critical respiratory distress and attached the monitor available in the room. Staff could not get the spo2 to display on the monitor-no wave form or label-. At that time the box, cable, and sat probe were changed without any success. The patient went on to code, intubated, and placed on ECMO without a reliable saturation. At times we had either a dull wave form or a number would come up but not accurate by any means. It took at least 30 minutes to get the x2 box switched out and working in order for us to obtain a saturation. Diagnosis: monitor oxygen saturation. Event reappeared after reintroduction: yes.